Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: a broken shell and underweight. A visual and microscopic analysis was performed which identified a sharp broken on posterior due to a surgical impact opening, non-penetrating nicks in the shell and a missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening and a missing shell due to inconclusive.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2017. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of autoimmune/connective tissue disorder is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: autoimmune/connective tissue disorder, anxiety-product/procedure and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported being diagnosed with an "autoimmune disease," specified as "lichen sclerosis". No treatment or surgical reoperation has occurred. Additionally, healthcare professional reported an unknown side ¿rupture" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Side unspecified, this record is for the left side. Device remains implanted.